Event description:
It was reported that during a pci procedure involving a lesion located in the circumflex (lcx) coronary artery, the pt2 light support guidewire fractured. While attempting to deliver a stent to the lcx, the distal tip (shaping ribbon) of the guidewire broke at the obtuse marginal branch (om). A portion of the pt2 light support guidewire was left in the om post procedure. The physician recommended the patient stay in ccu for observation. The procedure was completed with this device. Patient status was reported as 'safe' immediately following the procedure and 5 days post procedure. Additional information has been requested.

Manufacturer narrative:
The guide wire is being retained by the facility; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.